Event description:
Event description cpi received information that this bipolar lead was an attempted implant. During the procedure the physician made several attempts to position the lead but could not get the helix to stay in place. Upon retraction the helix broke off and remains in the patient.